Manufacturer narrative:
Philips service provided the part ID for replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the geo pc failed to boot, room down, part ID provided on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.